Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry (the society of thoracic surg eons/american college of cardiology transcatheter valve therapy [tvt] registry); therefore, it is not known whether the complaint was previously reported to medtronic or the FDA maude database. The information provides only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. It was not reported whether the device remains implanted or was surgically explanted/replaced. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that an aortic valve re-intervention was performed due to post-implant migration of a transcatheter aortic valve (tav). Following successful device implant, a transthoracic echocardiogram (tte) on day one post-implant showed mild aortic insufficiency and a mild paravalvular leak. A surgical repair or replacement of the valve was performed the following day. The patient was discharged on day 12 post-implant. There were no reported observations from a follow-up on day 21 post-implant. The patient's previous medical history includes recent heart failure and atrial fibrillation/flutter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.